Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the crt-d (cardiac resynchronization therapy defibrillator) there was a setscrew issue as the physician was not able to tighten the setscrew. It was noted that there was noise on the right ventricular (rv) tip-to-ring egm (electrogram) and the physician had to connect and disconnect the lead several times. Therefore, due to the noise and setscrew problems the physician decided not to implant this crt-d and implanted a new crt-d instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.